Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 195 mg/dl. Reportedly, the customer cleaned the speaker holes and the cartridge was reloaded, and insulin delivery was resumed. The altitude alarm continued to reoccur. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.